Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered. The treatment was for an 80% stenotic and moderately calcified lesion. After predilation with a maverick balloon at 20 atms, the physician successfully deployed a taxus express2 3.0 x 24 mm stent at the target lesion. The balloon was inflated for 10 secs and upon deflation the physician felt resistance removing the balloon from the stent. The physician then decided to deep seat the guide catheter to successfully remove the balloon. No further intervention or complication was noted. The procedure was successfully completed. Pt status is reported as "satisfactory/good."